Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that pump reservoir residual volume was greater than expected volume at a reservoir refill appointment. It was also reported that the patient experience increased pain in the two days prior to the refill. The device system was used to deliver an unknown drug. No further information was available at the time of this report.